Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call patient had mentioned they had trouble with charging the stimulator battery "the last year" so its been a while. Patient stated they haven't used the stimulator because they had "implants" put in their back and hadn't needed it but now they are having an issue with their eye and the hcp wants to do an MRI. Patient lost the controller and ac power supply cord. Agent reviewed considerations and options. Patient did not have equipment to collect serial numbers or conduct troubleshooting to clarify what the issue was for charging. Patient stated they haven't really been working with an managing healthcare provider (hcp). Pt called back stating they did not go through lost/stolen process as they thought the implant might need to be replaced soon anyways. The rep sent a controller and recharger that used to belong to a different patient. Pt wants to use this set of equipment because they need to have an urgent MRI of the head. Pt called for help pairing it and charging the implant. Pt was getting no device found. Assisted pt with getting into passive recharge mode. Pt will continue trying prm and then go into MRI mode. The ins moves around and pt has to lay down to find it when trying to connect. Asked when ins started moving around. Pt said 'it has been doing that'. Pt called back and mentioned they were able to start charging their implant and got a slight charge out of the implant. Pt then charged the controller from the wall and the controller shows the set up screen. Controller showed connect the recharger and agent walked pt through pairing the controller to their implant. Pt started a charge session; controller showed 30% and implant orange recharging with excellent quality. Agent reviewed with pt to fully charge the controller from the wall then try to charge their implant to be able to enter MRI mode. The troubleshooting steps taken on call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.